Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a friend/family member regarding a patient who was implanted with an implantable neurostimulator (ins) for bladder issues. It was reported that patient had this implant put in and since then has been experiencing neurological effects. Caller states patient is describing it as their muscles in their legs and feet are being stressed in and out like the patient is running a marathon and is causing odd muscle pain. Caller states the patient tries to get sleep but it just wakes them up. Caller states patient has tried changing programs but it continues to effect both their vaginal and their legs. Caller states it's almost like the patient has electricity going to the muscles and it's painful. Caller states since they have turned stim off all together and the symptoms are now calming down but the patient still has their right foot move a lot by itself when they sleep. Caller states they are concerned this is causing nerve damage and the patient is scared to even turn it back on. Caller mentioned that they've tried calling the doctor a few times but they never get a call back and the caller is not happy. Caller states they may need to see an attorney but really doesn't want it to come to that and may try to get a second opinion first. Caller states the spoke to an employee who works for the doctor but they just stated this shouldn't be happening. Caller inquired if they end up getting it taken out, would they be financially compensated for this. The patient was redirected to their healthcare provider to further address the issue. During call, it was reviewed target area stim should be felt and recommended keeping stim off until patient can get in to see a doctor.